Manufacturer narrative:
D1, d4.

Manufacturer narrative:
H3, h6: the cori drill rob10013, (B)(6) used during treatment, was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario was confirmed, a ¿system timeout error¿ was received, and the drill attachment and the tracker could not be removed manually or following a kpc test. The drill was opened for further investigation. The exposure motor was tested and passed. When removing the motor, it was noticed that the lead screw nut was broken. The retaining nut for the drill attachment was in specification and had loctite on it. The drill was assembled as is, to confirm the error code. A test case was performed, and the ¿system timeout error¿ was received. The lead screw nut was replaced, and a test case and kpc test were performed and passed without any failures. The unloading and loading of the attachment could also be completed without any problems. An engineering review was completed. The exposure motor was tested and found to be responsive. The most likely cause for the reported scenario is a broken lead screw nut. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, a brand new real intelligence robotic drill was displaying a "system time out: the robotic drill has been deactivated" message; additionally then it was noticed that it had become stuck with the ri robotic drill attachment and real intelligence robotic drill tracker. The procedure was resumed, without any delays, by changing to a manual procedure. No patient injury was reported due to this issue.